Event description:
The customer reported via phone call that the insulin pump had a frozen screen and the buttons were unresponsive. Customer's blood glucose level was 16.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. No keypad or frozen screen anomaly was noted. The connector on the lcd board was inspected, and no anomaly was noted. The pump passed the alarm and self tests. No unexpected restart was noted. The pump was received with minor scratches on the display window, and a cracked case at the display window corners.